Event description:
The reporter indicated that a 12.6mm vticmo_12.6 implantable collamer lens of -8.0/1.0/010 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Excessive vault and refractive surprise was reported. On (B)(6)2023 the lens was exchanged for a shorter length lens and the problem was resolved.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial; dry. Visual inspection found optic deformed and haptic bent/deformed. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).